Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported sensor updating alert and alleged a loss of communication between the transmitter and the pump. Blood glucose value at the time of event was 350 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_transmitter. Troubleshooting was performed for sensor issue. The customer was advised to replace the sensor, as the behavior had been occurring for longer than three hours. Troubleshooting was not performed for hyperglycemia event. It was unknown whether the customer had been using the device within 48 hours of the event, and it was also unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unk_transmitter.